Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up. Upon interrogation of the implantable cardioverter defibrillator an episode of inappropriate anti-tachycardia therapy for supraventricular tachycardia was noted. Programming adjustments were made. The patient was in stable condition.